Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. "Device iteration is afx with duraply".

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 2.5 years post initial procedure, a type iiib endoleak of the proximal extension (suprarenal stent graft) and a type ii (non-device related failure) were identified. The patient is currently stable and re-intervention has been scheduled.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore, no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a type ii endoleak of the lumbar (non-device related failure). The type iiib endoleak was unconfirmed with the medical records/ images available for review. No procedure related harms for this complaint could not be determined. The final patient status was discharged on post operative day one (1) and is home stable post secondary endovascular procedure. No additional investigation of this reported event is planned however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply corrections: result code; remove 3221 conclusion code; remove 11.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 2.5 years post initial procedure, a type iiib endoleak of the proximal extension (suprarenal stent graft) and a type ii (non-device related failure) were identified. The patient is currently stable and re-intervention has been scheduled. Additional information: an intervention was completed. The physician elected to reline the original implanted devices with ovation ix abdominal stent graft system to resolve this event. The patient was reported as stable.